Event description:
It was reported that the patient experienced recurrent low glucose readings while using the ilet after a recent factory reset, with the device delivering high insulin doses following meal announcements and subsequent elevations in glucose; the patient reportedly overtreated lows with oral carbohydrates, which was assessed to contribute to pump maladaptation and additional insulin delivery. Symptoms included hypoglycemia accompanied by dizziness. Outcomes included low glucose alerts and resolution of hypoglycemia after oral carbohydrate intake. Investigation included troubleshooting and education on hypoglycemia management by the agent. Investigation of this case revealed user-related overtreatment of hypoglycemia and continued high insulin delivery in response to elevated glucose after overtreatment. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction, and education on calibrated carbohydrate treatment and confirmation with a blood glucose meter was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.